Manufacturer narrative:
All ft4 values, from all analyzers involved, were within the normal reference range for each respective assay. Calibration and qc at the investigation site were acceptable. From the information available, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.

Manufacturer narrative:
Section b3, date of event was corrected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample tested for elecsys tsh (tsh), elecsys ft4 iii (ft4 iii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module compared to the accuraseed method. The patient sample was submitted for investigation where discrepant results were identified for tsh and ft4 iii between the customer's e801 module, the architect method and an e801 module used at the investigation site. The initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(4) for information on the tsh results. Refer to the attached data for the patient results. The customer's e801 module serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used at the investigation site was 432844 with an expiration date of sep-2020.